Manufacturer narrative:
Common name: pno catheter, percutaneous, cutting/scoring. Product code: pno. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported a pta (percutaneous transluminal angioplasty) in a very calcified sfa (superficial femoral artery). It was noted that there was "very pointed" plaque in the middle of the sfa. The physician started directly with the advance enforcer 35 focal force pta balloon catheter. The balloon was inflated very slowly "atm by atm." The enforcer balloon burst at 6 atm. The stenosis was not open, so the physician dilated another enforcer balloon of the same size very slowly again. However, the second balloon burst at 16 atm. After the angiogram, stenosis was open, so there were no further actions. Both of the complaint devices were noted to be from the same lot, and the product problems did not result in any reported serious injuries to the patient.